Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a procedure using an interspinous spacer for lumbar canal stenosis at l4/5. It was reported 38 days post-op that "malposition of the implant occurred" on x-rays but "the patient was asymptomatic. Additional intervention was not required." According to the report, "the implant was slightly migrated to posterior on the x-ray" and "the event was not related to the product due to patient factor. Also, the spinous process was short." No patient complications have been reported. No other information was reported.